Event description:
It was reported that the patient with this right ventricular (rv) lead presented at the emergency room and was diagnosed as septic. Upon admission, the patient experienced an increased body temperature and confusion. Vasopressors were administered upon admission and the patient was intubated five days later. Transesophageal echocardiography found vegetation on the right atrial lead and endocarditis. The patient expired due to multi-system organ failure caused by septic shock. Additional information was received noting potential vegetation was found on the patient's aortic valve and that echocardiography did not reveal definitive signs of endocarditis.